Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual of the returned device identified fold creases and two curved openings. Microscopic analysis was performed and identified more than three curved openings with striated edges. Weight test of the explanted material was completed and device was found to be overweight. Based on the device analysis the final assessment was curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.